Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further review, no pathology markers were provided, no confirmation of lymphoma-alcl and no malignancy reported.

Event description:
Healthcare professional stated "no evidence currently of bia-alcl" and no histopathological markers were provided. There is no malignancy for the patient, lymphoma-alcl suspected has been removed.

Manufacturer narrative:
No histopathological markers have been provided at this time. Biopsy and pathology testing to occur, no confirmation of completion or results. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphoma-alcl-suspected (histopathological markers not reported).

Event description:
Patient reported for left side "issue with 1 breast implant (left implant) patient noticed that had pain in left breast and that it felt more heavy and went to hcp. Patient had ultrasound and mammogram at hospital. Patient had an MRI. Due to have biopsy to test for cd30-alk and to test for breast implant associated anaplastic large cell lymphoma. Patient has medically confirmed large amount of fluid collected around the left breast implant. Histopathological markers have not been reported for bia-alcl confirmation. Device remains implanted.